Event description:
Pt experienced a loss of therapeutic effect and intermittent stimulation. After further troubleshooting an eri (elective replacement indicator) message was found. Eri was confirmed by medtronic representative and pt's physician with the use of an 8840. Impedance checks showed all contacts normal, within tolerances. Ipg parameter history as follows: upper limit values: amp: 6.7/7.0 pulse width: 420/210 rate: 80/80. Electrode configuration, continuous: ch 2+, ch 3-, ch 4+/-, ch 5-, ch 6+. Usage 24 hours/day. Pt wanted ipg replaced with rechargeable, but insurance would not cover a new ipg since the previous one lasted less than a year. Ipg was approved and replaced on (B) (6), 2009. On (B) (6) 2010: medtronic returned product rec'd. Visual observation - both setscrews are backed out too far. Visual observation - both setscrew grommets are loose. No anomaly found, visual observation-battery expanded, ipg functionally okay.

Manufacturer narrative:
(B) (4).